Event description:
Inserted an angioplasty device (balloon) into a 6 fr sheath. Extended the angioplasty device down into the anterior tibial artery. Prior to inflating the device the tip of the device was sheared off and left in the vessel. The surgeon was able to snare the broken part of the device and extract it from the patient.